Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during their automated peritoneal dialysis (apd) therapy. Reportedly, hp connected a pt extension line to the pt line of the homechoice set after the prime cycle had already been completed. Tsc assisted hp in ending therapy early and advised hp to setup with new supplies to complete therapy. No pt injury or medical intervention was associated with incident per hp.